Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 04/27/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on an unknown date, under general anesthesia. While reviewing the images of the hydrogel, the physician noticed that, in the apex at the rectal hump, 10% of the hydrogel was under the rectal wall. In the physician's assessment, this could have been due to the needle puncturing the rectal hump on the way in. The needle tip was in the right place when the hydrogel was deposited but then it tracked back the needle body and into the hole made by the needle, getting under the rectal hump. Therefore, the radiation treatment will be delayed 2 months to ensure that the patient does not ulcerate. The patient is expected to receive external beam radiation therapy (ebrt).